Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR "error message "was confirmed during the initial functional testing and in review of the archive. The root cause of the issue was due to the defective processor board. Visual inspection was performed and no damage noted upon receipt. Unrelated to the reported complaint, the encoder shaft exhibited binding and resistance and was hard to rotate. Functional testing could not be performed due to the autopulse displayed " system error, out of service, revert to manual CPR" error message upon powering up of the device thus confirming the reported complaint. The archive review showed system error 132 (internal watchdog timeout) on (B)(6) 2017 therefore the reported complaint was confirmed. Upon customer approval, the defective components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during shift check, the autopulse displayed "system error, out of service, revert to manual CPR "error message. The customer tried restarting the platform however, the error cannot be cleared. The customer switched off the device and pulled the lifeband upwards and restarted the autopulse with a new battery however the issue was not resolved. No patient involvement on this event.